Event description:
Patient reports not allowed to get another set of refinements and believes byte caused one of the teeth to have to be pulled.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.